Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that the system could not turn on the output when commanded and gantry could not complete homing was the cause of error message as the homing source was not receiving power. Representative replaced a power conversion which resolved the issue. A system checkout was performed after replacing the part and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect board has not been received by manufacturer for evaluation. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that during a spinal fusion procedure when the imaging system was booted a "collimator error" was displayed. Rebooting the system resolved the issue. The procedure was completed with the use of imaging. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. The enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.